Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of "broken ring" and additionally noted that the device failed on its ventricle pulse noise test at incoming testing and it was determined that calibration was required. The unit was cleaned and inspected, its hanger replaced and it was then tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for its preventive maintenance and because its ring attachment (hanger) was broken. No patient complications have been reported as a result of this event.